Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6638050, and no non-conformances related to the reported complaint were identified. Manufacturing date: 26-sep-2012. Expiration date:30-sep-2017. A manufacturing record evaluation was performed for the finished device 6589136 number, and no non-conformances were identified. Manufacturing date: 16-may-2012. Expiration date: 31-may-2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 425cc smooth mentor memorygel breast implant experienced postoperative capsular contracture (grade unknown) on an unknown side. The patient suffered from pain and hardness, and was scheduled for a medical consultation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both lot numbers 6638050 and 6589136 were provided, but it is unknown which lot number belongs to the impacted side. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
Mentor received additional event information that the patient experienced late-onset seroma on the left breast. Healthcare professional reported that the patient presented with a large left breast filled with fluid, and the patient¿s capsular contracture is baker grade IV. As per the additional event information, section d: suspect medical device has been updated to the left-sided breast implant. Manufacturer¿s reference number: (B)(4).